Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during mechanical thrombectomy for a stroke intervention procedure, after the second pass was made with the solitaire fr4 stent retriever and it was taken out, it was noticed that the device had come apart vertically, with complete fracture from top to bottom of the device. Good blood flow was restored to the brain, so another device was not needed. No patient symptoms or complications were reported with this event.